Event description:
It was reported that during procedure a fitting issue the right ventricular port was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Upon final analysis the right ventricular set screw was unseated and flipped inside the hex cavity. This prevented insertion of the torque driver and was the cause of the reported event. This was consistent with procedural damage no other anomalies noted.